Manufacturer narrative:
Reported complaint of "system error, out of service. Revert to manual CPR" was confirmed. The processor board was found to be at fault; it was replaced. Additionally, the review of archive file showed numerous user advisory 136 (internal parameter corrupted). No other issue was found in the archive file. Platform passed the final test.

Event description:
It was reported that during a training demo, the platform powered on and displayed "system error, out of service. Revert to manual CPR."